Event description:
Related manufacturer report number 2017865-2023-11572. It was reported that during a remote follow up, myopotential oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted, the session records were reviewed, and far field r-wave oversensing resulting in inappropriate automatic mode switch (ams) was noted on the right atrial (rv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition. Is not available.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the myopotential oversensing event was sensed by the device.